Event description:
As reported, during a transcarotid transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve, the certitude delivery system balloon ruptured at the end of valve deployment with 1cc left in the syringe. Upon removal of the certitude sheath post valve deployment, the sheath tip was found to be ¿in-folded¿ after delivery system removal. There was no patient injury. The patient is stable post procedure and the physician is pleased with the results of no/trace paravalvular leak.

Manufacturer narrative:
Correction to section b5. The delivery system was not returned to edwards lifesciences for evaluation. A review of imagery provided showed the following:  balloon burst was confirmed based on the returned imagery. Burst appears longitudinal; sheath tip showing folded in; calcification was observed around leaflets and in the aortic arch; showing balloon inflated before burst; showing balloon after burst. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. Risk management files were reviewed and no further action is required at this time. The complaint was confirmed with the relevant imagery provided by the site. Per report, "the patient had a moderate/severe degree of calcification around the annulus and leaflets¿. Based on this information, it is likely that the root cause of the balloon burst is related to those detailed in a technical summary written by edwards lifesciences. A detailed root cause analysis for similar returned complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. While it was reported patient had moderately calcified annulus, calcification at this area can increase the risk of balloon burst during thv deployment. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Additionally, as the balloon was ruptured, the altered balloon profile can be more susceptible to catch on the distal end of the sheath tip which would have led to the sheath tip folding. The complaint is confirmed based on the imagery provided. However, an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The technical summary is applicable to this complaint because calcification was present in the native annulus and could have caused the balloon to burst.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve, the certitude delivery system balloon ruptured at the end of valve deployment with 1cc left in the syringe. Upon removal of the certitude sheath post valve deployment, the sheath tip was found to be ¿in-folded¿ after delivery system removal. There was no patient injury. The patient is stable post procedure and the physician is pleased with the results of no/trace paravalvular leak.